Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they 'recently had in' shoulder and neck, they can no longer sleep on their right side, they had to sleep on their back. Pt stated, 'it hurt a little to sit down' and they had to be careful but now 'it hurt so much' and 'it goes up, where it goes to' their spine. Pt said they called their doctor and was told to call medtronic. Pt haven't tried to adjust the therapy, pt mentioned about they always have to be careful sitting down and they felt that the implant was moved. Pt said the issue started 2 days ago. Agent had difficulty understanding the patient because the patient sounded, they were having difficulty speaking. Agent reviewed patient services role. Agent reviewed contacting the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.